Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor and sensor readings. The customer states their levels dropped as low as 42mg/dl and 43mg/dl. The customer treated the lows with food. The customer states they were hospitalized for the lows. Troubleshoot was conducted and the sensor was found to be operating fine. The customer was advised to monitor the device and call back if issues persist.